Event description:
Customer stated they experienced pain, sensitivity, excessive bleeding and inflammation due to the aligners.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.